Event description:
It was reported that the patient experienced a kicking sensation, and burden during charging at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) for several months. The patient was educated on charging techniques but it did not resolve the problem. The patient underwent a revision procedure in which the ipg was explanted and replaced with a new device and is doing well post operatively. The device will not be returned as it was retained by the facility.